Event description:
A patient who was mechanically ventilated had arrived at radiology with a rn and respiratory therapist and was waiting outside the 3t MRI scan room within the holding area. The respiratory therapist then de-metaled and proceeded into the MRI scan room to prepare the ventilator for use. The ventilator used was an approved MRI 3t compatible ventilator. The ventilator was moved to the full length of the wall tethered chain but not beyond the gaus line drawn on the floor, the wheel brakes on ventilator stand were applied, the ventilator tubing attached and extended to allow patient connection while in the MRI scan. The door to the MRI room was open and the MRI machine was not powered up at the time after preparing the ventilator for use, the respiratory therapist turned to leave the MRI room and there was a loud noise heard. The respiratory therapist observed the ventilator was pulled into the bore of the magnet. No one else was in the room at the time. No one was injured.